Event description:
Additional information was received that pre-implant balloon aortic valvuloplasty (bav) was performed with a 25 millimeter (mm) balloon. A post bav was performed with a 28 mm balloon due to the valve dislodgement. The patient was rapid paced during the post bav.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evprop34; product lot/serial number unknown; product type: compression loading system (cls)  product ID d-evprop34; product lot/serial number unknown; product type: delivery catheter system (dcs).  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged after full release. A second valve was placed. No treatment or extended hospitalization were needed. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. Valve depth prior to release appeared to be 0 millimeter (mm) on the non-coronary cusp and approximately 4 mm on the left coronary cusp. A target depth of 3 mm is recommended. A recapture is recommended if depth 1 mm or >5 mm. In this case, depth was less than 1 mm on the non-coronary cusp and a recapture was warranted. Despite the shallow depth, the valve was released and appeared to be stable. Nose cone removal was not captured but it is possible that the nose cone could have interacted with the valve because the subsequent angiogram shows a dislodged valve. Caution should be used while withdrawing the delivery catheter system to minimize interaction with the valve frame. In this case, since the nose cone removal was not captured it is not possible to rule out that the nose cone could have caused the dislodgement. Subsequently, the dislodged valve was not snared, and during advancement of the second delivery catheter system, interaction with the dislodged valve is evident. Ultimately, the second valve was implanted. Final angiogram shows evidence of a possible dissection near the non-coronary cusp. Evidence supports that the dissection might have occurred during advancement of the second delivery catheter system. No intervention was performed. As stated in the instructions for use (IFU), potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). The patient¿s executive summary was not provided for anatomical review. Updated data: h6. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut pro plus dcs product ID d-evprop34 lot unknown use by date unknown UDI unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.